Event description:
It was reported that the device reached routine end of life (eol). No patient symptoms were reported.

Manufacturer narrative:
Catheter, model: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).